Manufacturer narrative:
A ge rep evaluated the system and repaired it. System operates as intended.

Event description:
Customer reported system displayed a generator error. No pt injury was reported.